Manufacturer narrative:
This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, the patient was implanted with proximal femoral nail antirotation (pfna) for a hip fracture on an unknown date. On (B)(6) 2019, the patient had a revision hip surgery due to a malunion. A reoperation was performed to remove an unknown pfna nail and to replaced with an unknown locking compression plate (lcp). However, during revision surgery, the customer recognized that the nail was broken but four days prior the surgery, an x-ray was taken which showed an intact nail. The procedure was successfully completed with ninety (90) minutes surgical delay and anesthesia. All the fragments were removed. Screw and blade were also removed. Patient status is unknown. This (B)(4) captures post-op event which involves malunion while (B)(4) captures another post-op event that involves broken nail. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that as per the surgeon, the nail breakage is not caused by the material (nail) but due to mal-union of the fracture.